Event description:
Customer reportedly obtained results of 60 mg/dl and 112 mg/dl on the advantage system within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.